Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and possible under delivery anomaly. The customer's current blood glucose reading was 400+ mg/dl. The customer treated with manual injections. The customer programmed a 12 unit bolus and the pump stopped at 5.7 units. The customer had symptoms such as nauseous and headache and small level of ketones. Customer was assisted with programming the pump. Customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed operating current and displacement test. However the insulin pump alarmed prime during prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to verify possible under delivery anomaly due to prime alarm noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.